Event description:
It was reported that customer experienced issue where pump battery was not charging, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Distributor later received pump, connected it to power, and observed that pump started and charged to 100% without problem. The customer reverted to an alternate method of insulin therapy.